Event description:
The initial reporter stated they received discrepant results for one patient sample tested with dbili direct bilirubin and total bilirubin on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The sample was repeated due to the results being outside of the expected range for a newborn and the repeat values were deemed correct. The specific total bilirubin reagent used was requested, but not provided. The sample was processed in a micro-cup. The sample initially resulted in a direct bilirubin value of 0.0 mg/dl and repeated as 0.5 mg/dl. The sample initially resulted in a total bilirubin value of 0.91 mg/dl. The sample was repeated twice, resulting in values of 17.16 mg/dl accompanied by a data flag and 17.04 mg/dl accompanied by a data flag. The direct bilirubin and total bilirubin reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer stated that controls were within range. Upon review of the alarm trace, alarms indicating low water reservoir volume were observed. The field service engineer determined the sample probe was hitting the wall of the micro-cup used to process the sample. The sample probe was adjusted and the customer was advised to put the micro-cup directly on the sample disk, rather than putting the cup on top of a secondary tube. The engineer verified operation with micro-cups placed directly on the sample disk. The investigation determined the service actions resolved the issue.